Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 31st august 2010 and performed to specification up to the 6th october 2013. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 6th october 2013 and the last history log entry on the 23rd november 2015. During this time the pad-pak became depleted and was replaced on 3 occasions. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.